Event description:
It was reported that this unit over-temps. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Date of event: the date of the event was not reported. Date entered has been estimated. This complaint was confirmed. Thermostat tested at 38 degrees celsius (actual "on" at 37.5 degrees celsius, "off" at 37.1 degrees celsius). Out of specification on 42 degrees celsius testing (actual "on: at 44 degrees celsius, "off" at 43.3 degrees celsius). The field service representative replaced the unit's thermostats supplied by the customer, performed preventive maintenance. The unit operated to manufacturer's specifications and was released for clinical use. No additional action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.